Event description:
Event description guidant received information that at follow up, this implantable cardioverter defibrillator (ICD) exhibited loss of capture due to the patient externally manipulating (twiddler syndrome) the lead. The lead was twisted into a knot, to the point where the helix became unattached from the lead body. The helix remained attached to the myocardial tissue. No adverse symptoms or clinical observations were observed. ,